Event description:
It was reported that the pump usb port was damaged and loose. Additionally, it was reported that the pump touch screen was intermittently unresponsive. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.